Event description:
It was reported that a small volume intermate had particulate matter inside of its elastomeric balloon. This was noted before patient use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 11, 2014 to november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted white particulate matter floating inside the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy revealed the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.